Event description:
It was reported the surgeon used the instrument one time before. During an ectopic pregnancy procedure the nurse opened the atw35. When she took the protective red tab off, she removed the whole cartridge. The instrument was fired and cut. A klepinger was used to control bleeding and a new cartridge was loaded and the instrument worked fine. There was no consequence to the pt.